Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a reduction in r wave amplitude, loss of capture, and an acute rise in pacing threshold measurements. A lead revision procedure was performed. During the procedure the patient had a pericardial effusion and cardiac tamponade. An emergent pericardiocentesis and subxiphoid pericardial window procedure was performed. The lead was successfully explanted and replaced. The device remains in service. No additional adverse patient effects were reported.